Event description:
Adverse event(s): "astigmatism" (no code available); "hypotony" (intraocular pressure, delayed, uncontrolled). Product problem(s): "no device problem reported" (no known device problem). A surgeon reported, after a phacoemulsification procedure, the pt had poor corneal healing. The pt had a narrow pupil, at the time of surgery, for which iris hooks an additional incision which could not be done easily due to hypotony, were needed. The incision healed poorly (astigmatism) and the eye remained hypotonic, without seidel.

Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4). (B)(4). (B)(4).